Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedances over the past year. Recently, the patient had atrial fibrillation (af) with rapid ventricular response, where shock therapy was attempted to be delivered however the impedances were measured 158 ohms with high impedance faults. The therapy was exhausted during the episode and the patient was in the hospital due to shocks. It was recommend to replace the lead, however it remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedances over the past year. Recently, the patient had atrial fibrillation (af) with rapid ventricular response, where shock therapy was attempted to be delivered however the impedances were measured 158 ohms with high impedance faults. The therapy was exhausted during the episode and the patient was in the hospital due to shocks. It was recommend to replace the lead, however it remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this rv lead has been surgically abandoned and replaced. No adverse patient effects were reported.